Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate an implantable device. The programmer also had sluggish performance and the display had intermittent operation. It was recommended that the programmer be returned for service. The status of the programmer is unknown. No patient complications have been reported as a result of this event.